Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking after using a 5mm device. The doctor dealt with the leak and was able to complete with the same device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/22/2010. Information was not provided by the initial contact. Damaged universal seal assembly, leak test failure the analysis results of the b12lt device found that it was returned with the lower ring of the universal seal assembly broken. The device was functionally leak tested and failed with the test probe inserted through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices.in addition, the scraper was found to be torn with no lose of material. One potential cause for the damage found may be the snagging of an instrument during insertion. The final quality release criteria were met before this batch was released for distribution.